Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat venous insufficiency in the great saphenous vein (gsv) using a closurefast radiofrequency ablation catheter. It was reported that the catheter was not responding/ not recognized by the generator. Test was performed with two other catheters and both did not work. Physician then performed saphenectomy, an open surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.